Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer powered up to black screen with system errors. The mpu (main processor unit) printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported that the programmer kept getting a black screen. Attempts to resolve the issue were made by placing the programmer into hibernation, however it was still presenting with error codes. The programmer has been returned for repair. No patient complications have been reported as a result of this event.